Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum was picked up, because of the loose battery, the pump shut off and said improper shutdown. The failure happened before the first clinical use/ out of box failure (obf). There was no known patient injury or medical intervention associated with this event. No additional information is available.